Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had air bubbles and he just cleared one out. Customer thinks the reservoir wasn't coated. Customer stated that the air bubbles are tiny round champagne sized. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised to change the infusion set. Customer was advised that rapid changes of temperature can cause air bubbles and can denature the insulin.